Manufacturer narrative:
Adverse event assessor contacted diabetes mellitus (dm), v-go 40 with novolog insulin user for the past 4 weeks. Client is reporting elevated blood glucose (bg) readings of 400 or higher since she started using the device. The patient reported that the press the needle button down completely and can hear a click. They denied bumping or accidentally hitting the needle release button while wearing the device. The patient reported that the needle button raises up during use, but not completely up and does not pop out. The patient still has to use the needle release button to remove the device. Sometimes the patient can feel the needle poking. The client has contacted her hcp and started on toujeo, long lasting insulin 20 units once a day to help decrease her blood sugar readings. This has helped decreased her bg readings 200 range. Her current ha1c is 8.4. She has scheduled follow-up with her hcp for medication insulin management. Client is concerned the needle is not long enough for her body. She does use long insulin needles to inject insulin. Reviewed with client v-go manual pages 23-26. If the start button does not fully depress or does not remain in the down position, v-go cannot function. You will not receive the preset basal rate of insulin. Do not use v-go if the start button does not stay down. Remove and discard that v-go. Start over with a new v-go. Advised client follow-up with her hcp and request additional education and training with the v-go device. Blood sugar readings 400 or more is a seriously high bg level, however no serious injury occurred. It is likely the device contributed to the recurrence of elevated blood sugar readings, needle button did not stay down, raised up.

Event description:
The patient reported that the needle button released during use of their v-go 40 and their blood sugar reading was high up to over 400 mg/dl. The patient stated this has occurred since they started using the device about 3-4 weeks ago, and that they will follow-up with their healthcare provider (hcp). No specific number of occurrences or event dates were provided. The patient stated that the needle button came up slightly and they felt that the needle may not be long enough. It was reported that the device in question is not available for return because it was discarded.